Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool smart touch unidirectional catheter and suffered a cardiac tamponade requiring the procedure be aborted. During the procedure, a tamponade was noticed, and the procedure was stopped. The patient was said to be in stable condition, and no further medical intervention or extended hospitalization was noted. No additional risk to the patient was assessed by the physician as a result of having to cancel the procedure. A visual inspection of the catheter found no obvious issues. The physician¿s opinion regarding the cause of the injury is that it was related to both the procedure and the patient condition. Additionally, it was noted that the catheter was not stable during ablation. A transseptal puncture was performed, but the needle information is unknown. The last ablation cycle time at the site of injury was 14 seconds. Anticoagulants were administered, but activated clotting times are unknown. The catheter was zeroed after the initial warm-up phase, and the carto 3 system did not indicate to re-zero it during the case.